Manufacturer narrative:
In follow-up on 3/23/17, the customer clarified that she was using a pump in style (pnsa) starter breast pump when she had mastitis.

Manufacturer narrative:
In follow-up with a medela clinician on (B)(6) 2017, the customer clarified that she took antibiotics, which resolved her issues. The customer also stated that she resolved her pumping issues through troubleshooting. The customer failed to respond to multiple follow-up attempts for clarification on the specific pump she was using when she developed mastitis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to medela customer service on (B)(6) 2017 that she was experiencing low suction with her medela breast pump - unknown and developed mastitis.